Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was no longer working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure wherein a rechargeable device was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.